Manufacturer narrative:
The reported pump part number and lot number do not correspond to manufacturing records. The autofuser product line which was reported as being used was voluntarily recalled by the manufacturer in may 2009. According to shipment records, this account was never shipped this product and it has been confirmed that the sales rep did not provide any samples to this account. Repeated attempts have been made to contact the account regarding their use of recalled product and where they received this product from. If further info becomes available, a follow up report will be submitted.

Event description:
It was reported by the pt that following an abdominoplasty, the pain pump which had been placed, stopped delivering the medication. The pt removed the pump without incident and continued taking the oral medication which had been prescribed at discharge.